Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the patient had the pump explanted and most of the catheter removed on (B)(6) 2024. Since the catheter was fractured part of the spinal segment remained. The surgeon stated that he was not going to go digging around for it. The pump and the catheter were discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving morphine 1 mg/ml at 0.1 mg/day via an implantable pump for unknown indication for use. It was reported that the patient had a fractured catheter and an increase of back pain starting beginning of february. The patient went to the emergency room on 2/25 due to back pain. Unknown if any factors may have led or contributed to the issue. Troubleshooting/diagnostics performed included a cat scan done in hospital where it was informed by the doctor that there was a fracture in the pump catheter. According to the patient, she was told, that was what was causing her pain. The patient stated she saw surgeon while in the hospital but he told her he was not familiar with the pump and would be hesitant to explant. He recommended she see the doctor that implanted her. Patient seeing pain management hcp today. The issue had yet to resolve, surgery was planned but not yet scheduled with the patient's status as "alive-no injury". The patient's weight was 176 lb and patient had a medical history of chronic back pain.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-mar-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.